Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer received a no delivery alarm during basal and bolus. The customer's blood glucose was 446 mg/dl. During troubleshooting, customer was advised that the motor positioning may have shifted and to always complete rewind/load reservoir process before connecting back to the set. She was advised to disconnect from the quick release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin did exit. The customer was able to remove the set in order to test a portion site of the infusion set and the cannula was not bent. Next, they were advised to rewind the pump, reinsert the reservoir and to run a manual prime to at least 5 units. The customer stated that the insulin did exit. After troubleshooting for the no delivery alarm, it was resolved by an infusion set and reservoir change. The insulin pump will not be returning for analysis.